Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what shape was the clip? Some of the clips were malformated (not fully closed or one side over the other or did not close at all). Did any clips fall into the patient? Yes. If yes, how were the clips removed? With the grasper or dissector forcep. Which firing of the device did this event occur on? Not specified. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Both.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with one clip in the jaws; the clip was removed in order to measure jaw width; after measuring jaw width it was found that the instrument had yielded jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. However, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing, the device could not apply firmly the clips or couldn't apply the clips on the cystic duct tissue at all. Some of the clips were not firmly attached on the tissue and some others had abnormal shape. The firing button was not locked. No patient consequences reported. The procedure was completed with same like product.